Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 109 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 70 mg/dl. Suspend on low limit in sensor settings was 68 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Device was charge properly and passed functional test including accuracy test at, isig low value at 2.47 na. Isig mid value at 25.1 na. Isig high value at 150.67 na. No sensor glucose vs. Blood glucose anomalies noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.